Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when tension was applied to the suture, it separated. The suture of a new prostyle device was successfully placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed based on returned device condition. However, the handle was disassembled and verified blood occluding inside the internal marker lumen and polyimide tubing. A proxy mandrel was re-inserted through the marker lumen and no resistance was noticed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen, clogged marker port. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number . H4: device mfg date. H6: medical device problem code 1562 removed.

Event description:
Subsequently to the initially filed MDR, the following information was corrected: it was reported that this was a marker lumen issue as opposed to the previously reported suture separation. Despite flushing prior to use, no blood flow from the marker lumen was observed.